Event description:
When the customer tries to turn the unit on, the device does not power up.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. The customer complaint was verified that the device would not turn on. The investigation revealed that the "power on" (dome switch) button had become nonfunctional. The investigation isolated the cause of this failure to the dome switch which is attached to the front panel assembly. The front panel assembly was replaced and the device was tested to confirm the replacement was effective. The conclusion of the investigation is that a dome switch caused the failure of the device. A review of device field data indicates six reported failures for this component and identifies the frequency of this problem appearing in distributed devices as rare, occurring at an annualized rate of 0.36%. The device was fully inspected and passed all performance and release testing.